Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is deceased. Cause of death was ventricular fibrillation (vf). Review of stored electrograms revealed there was ventricular undersensing. No additional information was provided.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising, oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead and rv undersensing information.